Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported complaint. The instrument was checked for recognition on an in-house is3000 system and the system successfully recognized the instrument. The pogo pins exhibited a darkened discoloration and were not stuck. The dcp (dallas chip programmer) verification of the instrument passed. Engineering was unable to replicate the recognition issue. Engineering also found main tube damage. The main tube exhibited wear with material removal and a rough surface finish throughout the tube length. The epoxy coating had been removed, exposing glass fibers on the main tube. The evidence was inconclusive, but the damage was likely cleaning related. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the damage to the instrument's main tube, which was found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that prior to starting a da vinci si surgical procedure the large hem-o-lok clip applier instrument was not recognized by the system. No patient harm, adverse outcome or injury was reported.